Event description:
Customer reported, the system will not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a worn out video connector. System operates as intended.